Manufacturer narrative:
Date of event: the specific dates of the three events are unknown. The device identifiers were not provided. Based on the information provided, it cannot be determined that the alleged pseudomonas is related to the v.a.c.ulta¿ therapy system with v.a.c. Veraflo¿ therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system warnings infection wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and v.a.c. Veraflo¿ therapy parameters (for the v.a.c.ulta¿ therapy system). Refer to dressing application instructions (found in v.a.c.® dressing and v.a.c. Veraflo¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy or v.a.c. Veraflo¿ therapy should be discontinued.

Event description:
On (B)(6) 2020, the following information was reported to kci by the nurse: three patients allegedly experience pseudomonas infection after being treated with the v.a.c.ulta¿ therapy system with v.a.c. Veraflo¿ therapy. On 17-apr-2020, the following information was reported to kci by the nurse: the three cases were suspected to happen simultaneously with v.a.c. Veraflo¿ therapy and normal saline solution leading to pseudomonas in the wound. There was no concern of pseduomonas prior to initiating v.a.c. Veraflo¿ therapy but concerns with changing exudate raised suspicions of pseduomonas and v.a.c. Veraflo¿ therapy was discontinued. Cultures came back positive for pseudomonas post v.a.c. Veraflo¿ therapy discontinuation. The wound care plan was changed for the three patient's and their antibiotic regimen was changed to support eradication of pseudomonas. The patient's were continued on negative pressure wound therapy (not v.a.c. Veraflo¿). The v.a.c. Veraflo¿ dressing lot numbers were not provided; therefore, device history record reviews could not be performed. The v.a.c.ulta¿ therapy system serial numbers were not provided; therefore, device evaluations could not be performed.